Event description:
It was reported that a few days after initial implant, the patient developed a hematoma at the device pocket. The hematoma was drained, and the device pocket was revised. The device remains in use. The patient is a participant in the product (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).